Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system could not be booted up and got stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) checked the system and confirmed that the flex vision pc fan led stays on and beeps. The defective part was returned for failure analysis and was not able to confirm the failure. Fse replaced the flexvision pc. After the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.